Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high capture threshold and high pacing impedance were observed on the right ventricular channel. The physician attempted to reposition the right ventricular lead and finally elected to complete the procedure using a new lead. There were no patient consequences.